Event description:
A medtronic representative reported that when displaying the endoscope video image on the stealthstation s7 system, and taking snapshots, the screen freezes for approximately 30 seconds. The system then became very slow, and unable to take more snapshots. The surgeon completed the cranial procedure with the use of the stealthstation s7 system. There was no negative impact to the patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report, however, has been requested. Medtronic representative at the site un-installed and re-installed software to resolve the system issue. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. Testing showed computer to boot within 36 seconds and run the cranial app without errors. The hard drive shows 699.5 gb of free space. No failure was found.